Event description:
It was reported that the trial base was chipping plastic during the cleaning process. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product exhibits signs of use (nicked or gouged). The locking feature is cracked & fractured. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.